Event description:
The customer reported that she went to her doctor due to high blood glucose levels that she was experiencing. The customer's doctor requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.